Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent alarms occurred that notified customer the infusion set was unable to be used. Customer changed out infusion set and resumed insulin delivery. Customer was unable to provide exact date of event or additional information. Customer declined to upload pump data for review. There was no reported impact to customer's blood glucose.